Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission indicated that the pacemaker was intermittently undersensing p waves. No changes or intervention were done. The patient was in stable condition.